Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). Results of investigation: carefusion was able to verify the reported issue. An 02 enrichment test was performed from general checkout and the unit failed the o2 blending test. Advanced fio2 testing revealed solenoid 1 was below the required passing specifications. Carefusion replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit's fio2 was out of range. It is unknown at this time whether there was any patient involvement associated with this complaint.